Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 125 mg/dl at the time of the incident. Customer was not able to clear the alarm. Customer also stated that the insulin pump had keypad anomaly and keypad was sneezed. It was also stated that the insulin pump time was advances. The customer was advised to continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.